Manufacturer narrative:
Analysis of the electronic data logs from AED serial number (B)(6) did not show any evidence that this AED was powered on, on or around the day of the event ((B)(6) 2021). The electronic data showed that during an automated self-test on may 2, 2021, the day after the reported event, the device detected that the pads were not connected to the device, and it reported a missing pads warning. The electronic data also shows that there were no malfunctions evident, and that the device is functioning as designed.

Manufacturer narrative:
Although requested, the electronic data from the AED has not been returned. The investigation is on-going, and a root cause is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED would not shock, that it just said "no shock advised" then repeatedly stated "apply pads". A second AED was grabbed and was used to complete the rescue. It was reported that the second AED shocked the patient four times and that the patient survived.